Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom on behalf of a trial patient on (B)(6) 2015 to report that the patient's transmitter was out of range on (B)(6) 2015. No additional event or patient information is available.